Event description:
Output of vaporizer was lower than expected. There was no reported pt injury. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested and the reported complaint was confirmed. Further investigation determined that the interface block was loose. Assembly instructions were reviewed and found to be adequate instruction for proper torque. At the time of assembly, the block was properly fastened and passed all output concentration testing. It is unknown how the screws became loosened. The vaporizer had been in use at the customer site with the dial on for 973 hours prior to this complaint. This is considered an isolated occurrence.